Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an alert for high hvli. The patient was asymptomatic. The rv-can and svc-can vectors had been intermittently increasing for the past year. The patient was stable.